Manufacturer narrative:
Based on this information the fracture of the lower jaw could be due to the combination of the surgical trauma together with the infection. Because several serious injuries resulted, this event is reportable per 21 cfr part 803. This MDR is for the second device. The device was evaluated and found to be within specification.

Event description:
It was reported that on (B)(6) 2017 a patient received three xive s plus d 3,8 / l 11 implants on tooth positions 34, 35 and 37. An orthopantomogram (opg) from the day of surgery shows that all three implants have fully penetrated the mandible through the base of the jaw. At re-entry on (B)(6) 2017, an infection was present and a fracture of the jaw occurred at the implant site. On an opg from this date severe bone loss is noted and only one of the implants has remained in the jaw. A subsequent opg (no date) shows severe bone loss in the region, no implant has remained in the jaw and tooth 33 has been extracted. The mandible fracture is stabilized with a bone plate and mini screws.